Manufacturer narrative:
(B)(4). Additional data: device evaluation: product evaluation found the lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found haptic torn/broken/bent/deformed. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -18.5/+2.5/086 diopter, in the patient's right eye (od) on (B)(6) 2015 and the lens tore/broke. The lens was explanted on (B)(6) 2015, with no reported patient injury. The lens was exchanged for another same model, different diopter lens and the problem was resolved.